Manufacturer narrative:
The reported field event of failure to interrogate could not be reproduced in the lab, however the field event was confirmed in the field session record. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A software investigation found the failure to interrogate in the field is due to memory corruption consistent with environmental interaction.

Event description:
During device preparation prior to implant, the device was unable to be interrogated with bluetooth telemetry. The device was not implanted and a different device was implanted to resolve the event. The patient was stable.